Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.